Manufacturer narrative:
(B)(4).

Event description:
Dexcom was made aware on (B)(4) 2018, that on (B)(6) 2018, the patient experienced an adverse event. It was reported that the patient was in an automobile accident due to possible low glucose values and had major injuries and was sent to a trauma center. The certified diabetes educator (cde) indicated the patient was not wearing the dexcom at the time of event because they felt that it was not working right and did not pursue on inquiring about the issue prior to the event. She further indicated that the patient was at the hospital and did not have any sensors and the patient's wife stated patient's blood sugars were all over the place. No additional event or patient information is available.